Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the ilet displayed an unresponsive screen showing a blue circle with a lock following a potential app update issue. The user deleted the application and left the device idle, after which the device restarted and functioned normally. No symptoms were reported in association with the event. The outcomes included no alerts, no correction achieved during the incident, no medical intervention, and brief caregiver assistance provided out of kindness. An investigation was conducted, including review of engineering logs and user guidance to verify the current firmware and confirm proper device function. Review of the available information indicated a transient device user interface lockup that resolved following app removal and device restart. There were no recurring alarms, and no device component replacement was indicated. Based on previously established findings for similar reports, it was concluded that the cause was a temporary software interaction issue that self-resolved after standard troubleshooting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.